Manufacturer narrative:
An evaluation is not possible at this time. The implants have not been returned nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the suspect implants a follow report will be submitted. No other information or correspondence has been provided.

Event description:
Alphatec legal received a product liability claim on april 23, 2020. The claim alleges that two year post-op images revealed the bottom two screws has snapped and the c7 vertebrae was floating around in the patients neck. The patient initially underwent surgery on (B)(6) 2016 following a crush injury to his c4, c5, c6 and c7. The alphatec trestle luxe plating system was utilized during the anterior fusion. 3, 6 and 12 month post-op visits did not display any concern. On (B)(6) 2019 during a 2 years post-op visit, x-rays appeared to show that the bottom 2 had snapped. Revision surgery was conducted on (B)(6) 2019 in which additional hardware was installed at the c4 thru t2.